Manufacturer narrative:
Concomitant products: product ID 3778-75, serial # (B)(4), product type lead; product ID 37714, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID neu_stylet_acc, product type accessory; product ID neu_stylet_acc, product type accessory. (B)(4).

Event description:
It was reported that the leads were broken and never implanted. It was noted that the break was located near the tip of the lead and second contact. It was noted that a different product was used. No patient symptoms were reported. Additional information reported that the leads were broken as the physician was trying to implant them. It was noted that the patient was receiving effective therapy. Additional information reported that the ¿doctor put more of a bend in the tip of the lead near the last 3 contacts in order to increase steerability.¿ it was further noted that ¿the contacts ended up snapping right off of the lead.¿